Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that before a supposed ipg replacement procedure, the patients lead had high impedance. The physician opted to replace the lead however, upon removing the lead the third tail was completely disconnected from the lead and a contact popped off. The patient was doing well postoperatively.

Event description:
It was reported that before a supposed ipg replacement procedure, the patients lead had high impedance. The physician opted to replace the lead however, upon removing the lead the third tail was completely disconnected from the lead and a contact popped off. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 (sn: (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes that the complaint has been confirmed. Visual inspection revealed that electrode number 15 is partially dislodged and missing from the paddle end of lead. Review of the device history record did not find any anomalies or deviations that potentially relate to the reported event. This type of damage occurs when the lead is exposed to excessive mechanical force caused by bending the paddle, resulting in the dislodgement of the electrodes.